Event description:
Information was received indicating that a smiths medical cadd-legacy® 6400 pump displayed 1720 error code during testing. There were no reported adverse effects.

Manufacturer narrative:
One cadd solis vip pump was received for evaluation. The pump was visually inspected and a motor test was performed. The pump failed the motor test by alarming with error code 41622. Further investigation of the pump determined that a faulty motor was the cause of the issue. The high current motor was faulty and will be replaced to resolve the issue.